Event description:
The customer used the suspect device to check his blood glucose and obtained a result of 514 mg/dl. He called the paramedics and they checked his glucose on their equipment and the level was 220 mg/dl. He was taken to the hospital and a lab test result was 200 mg/dl. The suspect device was then used again and the reading was hi. No treatment was provided. Level one control was in range. The device was replaced and requested to be returned for evaluation.